Manufacturer narrative:
Correction: g3:(B)(6) 2021. For the initial report, it was incorrectly reported, that the aware date was (B)(6) 2021. The correct date aware is (B)(6) 2021.

Manufacturer narrative:
Phone number: (B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a suction loss while laser firing. There was no patient injury reported and no surgical intervention was required.